Manufacturer narrative:
Clinical assessment: 59-year-old male patient with cardiogenic shock implanted with impella cp. During support patient developed a gastro-intestinal bleed. Systemic heparin was stopped. Device weaned and removed. Impella to be coded to major bleed, medication changes, and device removal.

Manufacturer narrative:
B.7 added information as it was inadvertently omitted from the initial report that was submitted. D.3 manufacturer name should not have contained numbers behind it on the initial report that was submitted. Manufacturer fax number was added as it was inadvertently omitted from the initial report that was submitted. E.1 initial reporter phone number and zip code extension were added as they were inadvertently omitted from the initial report that was submitted. E.4 added as information was inadvertently omitted from the initial report that was submitted. G.1 added manufacturer contact fax number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed and the product was not returned for investigation. Retroperitoneal hemorrhage: as per the clinical, heparin was stopped due to gastrointestinal bleed. The cause of the retroperitoneal hemorrhage issue was not determined due to insufficient clinical information and returned product investigation. The device history review was completed and the pump passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella cp developed a gastrointestinal bleed. Systemic heparin was withheld to manage the condition. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
Correction: d3, e4.